Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm. Reportedly, the pump may have become wet due to the customer taking a shower while still connected to the pump. There was no impact to customer¿s blood glucose level. Ultimately, customer was able to clear the alarm and resume insulin delivery.